Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that the reason for the call was the patient said on december 28th they fell and they think they dislodged the device. They broke their right hip on the right side where the stimulator was. It hadn't been connecting since then. The patient was in the hospital for a couple days and they gave them a "purewick thing" to suction urine. They didn't think about the device at that point. Probably january 2nd or 3rd they realized it wasn't working. The handset battery was at 3% and then died. The patient will charge the handset and call back for further troubleshooting. The patient was redirected to their healthcare provider to further address the issue. The patient called back and mentioned previously reported information. The patient confirmed that they'd fully charged their handset and wanted to check if they could connect to their ins. The patient added that their ins was not working, then clarified that they weren't able to connect to their ins and that they had no urinary control. The agent walked the patient through connecting and the patient confirmed seeing the device not responding screen but was able to connect after retrying. Trou bleshooting resolved the reported issue. The patient then increased their stimulation to a comfortable level and confirmed feeling the stimulation in their bike seat area. The patient will continue to monitor symptoms for a week. Redirected to their doctor if there is no improvement.